Event description:
There was an allegation of questionable ise sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 112 mmol/l. The result was marked as critically low and the sample was automatically repeated. The repeated result was 116 mmol/l. The results were questioned and a new sample was tested. The new sample result was 136 mmol/l. The initial sample was retested on another module and the result was 136 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
Based on the data provided, the investigation determined the issue was due to a pre-analytical handling issue (mis-sampling). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.